Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("autoimmune disorder") and multiple sclerosis ("multiple sclerosis") in an adult female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis in 2009. Previously administered products included for an unreported indication: mirena in 2009. Concomitant products included glatiramer acetate (copaxone). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and multiple sclerosis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder / urinary problems or changes") and bladder disorder ("bladder disorder"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), the first episode of allergy to metals ("nickel allergy") with rash and urticaria, dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain ("severe abdominal pain") and the second episode of allergy to metals ("nickel allergy"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, multiple sclerosis, fatigue, dysgeusia, alopecia, vaginal haemorrhage, vaginal discharge, weight increased, migraine, headache, urinary tract disorder, abdominal pain, genital haemorrhage, bladder disorder and the last episode of allergy to metals outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: physician has recommended surgical removal of the device, she is unable to afford the surgery at this time. Discrepancy noted:date of implant: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. X-ray - in (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-feb-2019: pfs received. Reporters information updated. Event:abnormal bleeding (general) nickel allergy urinary tract disorder bladder disorder multiple sclerosis were added. Lab data , concomitant drug , medical history were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.